Manufacturer narrative:
Correction: previous g3 awareness date should have been (B)(6) 2021 instead of (B)(6) 2021.

Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented with an infection. The entire system was explanted. The patient was in stable condition.